Manufacturer narrative:
Additional information was added regarding the event description.

Event description:
It was reported in the week following the implant procedure, the physician noted that the patient was not active in the home monitoring system. The patient was brought back to the hospital where it was confirmed that the right ventricular (rv) dislodged after the patient vigorously moved. The patient did not want to be admitted to the hospital and the system was programmed off. The following week, the physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional consequences.

Event description:
It was reported in the week following the implant procedure, the right ventricular (rv) dislodged after the patient vigorously moved. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional consequences.